Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, chronic pain and subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient was implanted with two bard/davol perfix plugs in the course of an inguinal hernia repair surgery on (B)(6) 2006. It is alleged that further to the implantation with the product, the patient suffered the development of hernia recurrence and chronic pain. Attorney alleges that the patient underwent another corrective revision surgery on (B)(6) 2013. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged the device was defective.

Event description:
Attorney alleges that on (B)(6) 2006 the patient was implanted with the product (bard/davol perfix plug) in the course of an inguinal hernia repair. It is alleged that further to the implantation with the product, the patient suffered the development of hernia recurrence and chronic pain. Attorney alleges that the patient underwent another corrective revision surgery on (B)(6) 2013 with implant of a bard/davol perfix plug. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, chronic pain and subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr has been submitted to correct the date of implant and event description, which were reported incorrectly in the initial MDR (MDR no.1213643-2021-07498). This supplemental emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.